Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a high impedance issue. Impedance testing was done and all except for electrode 14, which was >10,000, were within normal limits. It was noted this electrode was not used in the current programming. No cause was determined for the high impedance and it was not affecting therapy. The patient¿s coverage was lower and in the right area, had good coverage and good therapy. No patient symptoms were reported.